Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the blood glucose monitor provides inaccurate bolus recommendations. On (B)(6) 2014, her blood glucose was 14.3 mmol/l and the monitor provided a recommendation of approximately 12.4 units of insulin. She believes it should have been half that. The settings were confirmed, and the history shows only 6.2 units were delivered. No adverse event was reported. The alleged product was recommended for evaluation.